Manufacturer narrative:
Section h3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed, the console is not recognizing the drill and the led light above the drill connection port is flashing. When trying to start a kpc test, the drill threw a ¿robotic drill critical error¿ on the ¿robotic drill connection¿ screen. When trying to run a case, the drill threw a ¿system timeout error¿ before reverting to a flicker. The drill was taken apart for further investigation. It was found that the drill¿s exposure motor had failed, and a known working exposure motor was used with the drill and passed a kpc test and case without error. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is an exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical CAPA, nc, hhe/pra, field action review was completed in consideration of/with respect to the reported allegation and the resultant investigation findings. The scope of this case, part number, lot, or serial number is associated with CAPA-920, nc-30748. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori-assisted tka procedure, while connecting the drill plug to the cori console, the console would not register the real intelligence robotic drill connection, and the led light above the connection continued to slowly blink. Upon entering the drill diagnostic test, after connecting the drill, it produced a robotic drill critical error: the robotic drill has an internal error. Surgery was resumed after a non-significant delay, with manual procedure. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number (B)(4), (B)(4), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed, the console is not recognizing the drill and the led light above the drill connection port is flashing. When trying to start a kpc test, the drill threw a ¿robotic drill critical error¿ on the ¿robotic drill connection¿ screen. When trying to run a case, the drill threw a ¿system timeout error¿ before reverting to a flicker. The drill was taken apart for further investigation. It was found that the drill¿s exposure motor had failed, and a known working exposure motor was used with the drill and passed a kpc test and case without error. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.